Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor mentor memorygel breast implant, 450cc silicone breast implant, cat#:3504504bc, lot#:6517615. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor memorygel 350cc on one side and the other side was 450cc,silicone breast implants which the patient reported the following: at this time, there is a crack in my implant. For years, I have had the following symptoms: fatigue, cognitive dysfunction (brain fog, difficulty concentrating and finding words, memory loss), muscle pain, pain and weakness, joint pain, dry skin, dry eyes, dry mouth, easy bruising and slow wound healing, intolerance to temperature, decreased libido, heart palpitations, shortness of breath, night sweats, skin rashes, insomnia, burning pain around the chest wall and breasts, muscular contractions, frequent urination, photosensitivity, edema (swelling) around the eyes, premature aging, vision problems/decline, digestive problems, food intolerance and sudden allergies, sensitivity to odors and chemicals, increased sensitivity to noise, headaches, migraines. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.